Manufacturer narrative:
The analysis showed that the push button of the chuck release stuck in. This caused unusual inner friction and therefore heat up of the head. Root cause was a dent in the head which indicates that it received a strong hit, e.g. Dropping during re-processing.

Event description:
During a standard dental treatment the head heated up and caused a burn in patients mouth. The patient was given an otc ointment for the burn. It healed already fully. Further information related to patient have not been supplied.